Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sarcoidosis since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of myalgia ("complaints of muscles, mainly left shoulder"), the first episode of pain in extremity ("pain in left arm which radiated further"), hypoaesthesia ("no feeling in arm"), chest pain ("pain in chest"), dyspnoea ("problems with breathing"), palpitations ("palpitations"), epidemic pleurodynia ("bornholm disease"), headache ("headache"), lymphadenopathy ("complaints of neck (lymph nodes)"), vision blurred ("blurred vision"), gait disturbance ("stumble"), balance disorder ("balance disorder"), disturbance in attention ("difficulties with concentration"), memory impairment ("forgetfulness"), gastrointestinal disorder ("complaints of intestines"), gastric disorder ("complaints of stomach / rumbling in abdomen"), the second episode of myalgia ("muscle pain"), arthropathy ("complaints of joints"), night sweats ("night sweat"), nausea ("nausea"), the first episode of cystitis ("infected bladder"), pelvic discomfort ("complaints of pelvic floor"), back pain ("pain in my lower back "), the first episode of musculoskeletal discomfort ("shoulder complaints"), coccydynia ("pain in tailbone"), paraesthesia ("shocks in muscles and abdomen"), dyspepsia ("heartburn"), pruritus generalised ("itch on body"), constipation ("constipation"), micturition urgency ("urge to urinate / urge to urinate 5/6 times a night"), defaecation urgency ("urge to defecate"), urinary incontinence ("urination is not going well since months (it is more dribble)"), the second episode of pain in extremity ("pain in feet"), fatigue ("exhausted"), eye pain ("pain in eyes/eyelids"), the second episode of musculoskeletal discomfort ("complaints of groins (sweat and swollen)"), the second episode of cystitis ("attacks and chronic cystitis"), blood urine present ("blood in urine") and panic attack ("panic attacks of things I do not like"). The patient was treated with surgery (removal of essure is going to be scheduled). Essure treatment was not changed. At the time of the report, the abdominal pain, hypoaesthesia, chest pain, dyspnoea, palpitations, epidemic pleurodynia, headache, lymphadenopathy, vision blurred, gait disturbance, balance disorder, disturbance in attention, memory impairment, gastrointestinal disorder, gastric disorder, the last episode of myalgia, arthropathy, night sweats, nausea, pelvic discomfort, back pain, coccydynia, paraesthesia, dyspepsia, pruritus generalised, constipation, micturition urgency, defaecation urgency, urinary incontinence, the last episode of pain in extremity, fatigue, eye pain, the last episode of musculoskeletal discomfort, the last episode of cystitis, blood urine present and panic attack had not resolved. The reporter considered abdominal pain, arthropathy, back pain, balance disorder, blood urine present, chest pain, coccydynia, constipation, defaecation urgency, disturbance in attention, dyspepsia, dyspnoea, epidemic pleurodynia, eye pain, fatigue, gait disturbance, gastric disorder, gastrointestinal disorder, headache, hypoaesthesia, lymphadenopathy, memory impairment, micturition urgency, nausea, night sweats, palpitations, panic attack, paraesthesia, pelvic discomfort, pruritus generalised, urinary incontinence, vision blurred, the first episode of cystitis, the first episode of musculoskeletal discomfort, the first episode of myalgia, the first episode of pain in extremity, the second episode of cystitis, the second episode of musculoskeletal discomfort, the second episode of myalgia and the second episode of pain in extremity to be related to essure. Reporter´s commented: this case was received from a patient via letter in which she holds bayer liable for the damage caused. She was examined by different specialists the last year, like the gynecologist, the urologist, radiologist, the physician for intestines and stomach and the internist. She suffers from complaints every day since the last 2 years. It was reported that she would have an intake consult with physician on (B)(6) 2018 (not reported if it indeed happened). The intake consult is meant to have the essure removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-jan-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.920 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 46-year-old female patient who had essure (batch no. C40061) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sarcoidosis since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of myalgia ("complaints of muscles, mainly left shoulder"), painful l arm ("pain in left arm which radiated further"), hypoaesthesia ("no feeling in arm"), chest pain ("pain in chest"), dyspnoea ("problems with breathing"), palpitations ("palpitations"), epidemic pleurodynia ("bornholm disease"), headache ("headache"), lymphadenopathy ("complaints of neck (lymph nodes)"), vision blurred ("blurred vision"), gait disturbance ("stumble"), balance disorder ("balance disorder"), disturbance in attention ("difficulties with concentration"), memory impairment ("forgetfulness"), abdominal discomfort ("complaints of intestines"), gastrointestinal sounds abnormal ("complaints of stomach / rumbling in abdomen"), the second episode of myalgia ("muscle pain"), discomfort in joints ("complaints of joints"), night sweats ("night sweat"), nausea ("nausea"), cystitis ("infected bladder/ attacks and chronic cystitis"), pelvic discomfort ("complaints of pelvic floor"), back pain ("pain in my lower back"), musculoskeletal discomfort ("shoulder complaints"), coccydynia ("pain in tailbone"), electric shock sensation ("shocks in muscles and abdomen"), dyspepsia ("heartburn"), pruritus ("itch on body"), constipation ("constipation"), micturition urgency ("urge to urinate / urge to urinate 5/6 times a night"), defaecation urgency ("urge to defecate"), urine flow decreased ("urination is not going well since months (it is more dribble)"), painful feet ("pain in feet"), fatigue ("exhausted"), eye pain ("pain in eyes/eyelids"), groin discomfort ("complaints of groins (sweat and swollen)"), panic attack ("panic attacks of things I do not like") and eyelid pain ("pain in eyes/eyelids") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (removal of essure is going to be scheduled). Essure treatment was not changed. At the time of the report, the abdominal pain, painful l arm, hypoaesthesia, chest pain, dyspnoea, palpitations, epidemic pleurodynia, headache, lymphadenopathy, vision blurred, gait disturbance, balance disorder, disturbance in attention, memory impairment, abdominal discomfort, gastrointestinal sounds abnormal, the last episode of myalgia, discomfort in joints, night sweats, nausea, cystitis, pelvic discomfort, back pain, musculoskeletal discomfort, coccydynia, electric shock sensation, dyspepsia, pruritus, constipation, micturition urgency, defaecation urgency, urine flow decreased, painful feet, fatigue, eye pain, groin discomfort, blood urine present, panic attack and eyelid pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, back pain, balance disorder, blood urine present, chest pain, coccydynia, constipation, cystitis, defaecation urgency, discomfort in joints, disturbance in attention, dyspepsia, dyspnoea, electric shock sensation, epidemic pleurodynia, eye pain, eyelid pain, fatigue, gait disturbance, gastrointestinal sounds abnormal, headache, hypoaesthesia, lymphadenopathy, memory impairment, micturition urgency, nausea, night sweats, painful l arm, palpitations, panic attack, pelvic discomfort, pruritus, urine flow decreased, vision blurred, the first episode of myalgia, musculoskeletal discomfort, painful feet, the second episode of myalgia and groin discomfort to be related to essure. The reporter commented: this case was received from a patient via letter in which she holds bayer liable for the damage caused. She was examined by different specialists the last year, like the gynecologist, the urologist, radiologist, the physician for intestines and stomach and the internist. She suffers from complaints every day since the last 2 years. It was reported that she would have an intake consult with physician on (B)(6) 2018 (not reported if it indeed happened). The intake consult is meant to have the essure removed. A new insertion date of essure was received: (B)(6) 2015 and the essure has not yet been removed. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new insertion date was received, the essure lot number and a new reporter type (lawyer) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 46-year-old female patient who had essure (batch no. C40061) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sarcoidosis since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of myalgia ("complaints of muscles, mainly left shoulder"), painful l arm ("pain in left arm which radiated further"), hypoaesthesia ("no feeling in arm"), chest pain ("pain in chest"), dyspnoea ("problems with breathing"), palpitations ("palpitations"), epidemic pleurodynia ("bornholm disease"), headache ("headache"), lymphadenopathy ("complaints of neck (lymph nodes)"), vision blurred ("blurred vision"), gait disturbance ("stumble"), balance disorder ("balance disorder"), disturbance in attention ("difficulties with concentration"), memory impairment ("forgetfulness"), abdominal discomfort ("complaints of intestines"), gastrointestinal sounds abnormal ("complaints of stomach / rumbling in abdomen"), the second episode of myalgia ("muscle pain"), discomfort in joints ("complaints of joints"), night sweats ("night sweat"), nausea ("nausea"), cystitis ("infected bladder/ attacks and chronic cystitis"), pelvic discomfort ("complaints of pelvic floor"), back pain ("pain in my lower back"), musculoskeletal discomfort ("shoulder complaints"), coccydynia ("pain in tailbone"), electric shock sensation ("shocks in muscles and abdomen"), dyspepsia ("heartburn"), pruritus ("itch on body"), constipation ("constipation"), micturition urgency ("urge to urinate / urge to urinate 5/6 times a night"), defaecation urgency ("urge to defecate"), urine flow decreased ("urination is not going well since months (it is more dribble)"), painful feet ("pain in feet"), fatigue ("exhausted"), eye pain ("pain in eyes/eyelids"), groin discomfort ("complaints of groins (sweat and swollen)"), panic attack ("panic attacks of things I do not like") and eyelid pain ("pain in eyes/eyelids") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (removal of essure is going to be scheduled). Essure treatment was not changed. At the time of the report, the abdominal pain, painful l arm, hypoaesthesia, chest pain, dyspnoea, palpitations, epidemic pleurodynia, headache, lymphadenopathy, vision blurred, gait disturbance, balance disorder, disturbance in attention, memory impairment, abdominal discomfort, gastrointestinal sounds abnormal, the last episode of myalgia, discomfort in joints, night sweats, nausea, cystitis, pelvic discomfort, back pain, musculoskeletal discomfort, coccydynia, electric shock sensation, dyspepsia, pruritus, constipation, micturition urgency, defaecation urgency, urine flow decreased, painful feet, fatigue, eye pain, groin discomfort, blood urine present, panic attack and eyelid pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, back pain, balance disorder, blood urine present, chest pain, coccydynia, constipation, cystitis, defaecation urgency, discomfort in joints, disturbance in attention, dyspepsia, dyspnoea, electric shock sensation, epidemic pleurodynia, eye pain, eyelid pain, fatigue, gait disturbance, gastrointestinal sounds abnormal, headache, hypoaesthesia, lymphadenopathy, memory impairment, micturition urgency, nausea, night sweats, painful l arm, palpitations, panic attack, pelvic discomfort, pruritus, urine flow decreased, vision blurred, the first episode of myalgia, musculoskeletal discomfort, painful feet, the second episode of myalgia and groin discomfort to be related to essure. The reporter commented: this case was received from a patient via letter in which she holds bayer liable for the damage caused. She was examined by different specialists the last year, like the gynecologist, the urologist, radiologist, the physician for intestines and stomach and the internist. She suffers from complaints every day since the last 2 years. It was reported that she would have an intake consult with physician on (B)(6) 2018 (not reported if it indeed happened). The intake consult is meant to have the essure removed. A new insertion date of essure was received: (B)(6) 2015 and the essure has not yet been removed. Batch no: c40061, production date: 2014-03-31, and expiration date: 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sarcoidosis since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of myalgia ("complaints of muscles, mainly left shoulder"), the first episode of pain in extremity ("pain in left arm which radiated further"), hypoaesthesia ("no feeling in arm"), chest pain ("pain in chest"), dyspnoea ("problems with breathing"), palpitations ("palpitations"), epidemic pleurodynia ("bornholm disease"), headache ("headache"), lymphadenopathy ("complaints of neck (lymph nodes)"), vision blurred ("blurred vision"), gait disturbance ("stumble"), balance disorder ("balance disorder"), disturbance in attention ("difficulties with concentration"), memory impairment ("forgetfulness"), abdominal discomfort ("complaints of intestines"), gastrointestinal sounds abnormal ("complaints of stomach / rumbling in abdomen"), the second episode of myalgia ("muscle pain"), the first episode of musculoskeletal discomfort ("complaints of joints"), night sweats ("night sweat"), nausea ("nausea"), cystitis ("infected bladder/ attacks and chronic cystitis"), pelvic discomfort ("complaints of pelvic floor"), back pain ("pain in my lower back"), the second episode of musculoskeletal discomfort ("shoulder complaints"), coccydynia ("pain in tailbone"), paraesthesia ("shocks in muscles and abdomen"), dyspepsia ("heartburn"), pruritus generalised ("itch on body"), constipation ("constipation"), micturition urgency ("urge to urinate / urge to urinate 5/6 times a night"), defaecation urgency ("urge to defecate"), urine flow decreased ("urination is not going well since months (it is more dribble)"), the second episode of pain in extremity ("pain in feet"), fatigue ("exhausted"), eye pain ("pain in eyes/eyelids"), the third episode of musculoskeletal discomfort ("complaints of groins (sweat and swollen)"), blood urine present ("blood in urine"), panic attack ("panic attacks of things I do not like") and eyelid pain ("pain in eyes/eyelids"). The patient was treated with surgery (removal of essure is going to be scheduled). Essure treatment was not changed. At the time of the report, the abdominal pain, hypoaesthesia, chest pain, dyspnoea, palpitations, epidemic pleurodynia, headache, lymphadenopathy, vision blurred, gait disturbance, balance disorder, disturbance in attention, memory impairment, abdominal discomfort, gastrointestinal sounds abnormal, the last episode of myalgia, night sweats, nausea, cystitis, pelvic discomfort, back pain, coccydynia, paraesthesia, dyspepsia, pruritus generalised, constipation, micturition urgency, defaecation urgency, urine flow decreased, the last episode of pain in extremity, fatigue, eye pain, the last episode of musculoskeletal discomfort, blood urine present, panic attack and eyelid pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, back pain, balance disorder, blood urine present, chest pain, coccydynia, constipation, cystitis, defaecation urgency, disturbance in attention, dyspepsia, dyspnoea, epidemic pleurodynia, eye pain, eyelid pain, fatigue, gait disturbance, gastrointestinal sounds abnormal, headache, hypoaesthesia, lymphadenopathy, memory impairment, micturition urgency, nausea, night sweats, palpitations, panic attack, paraesthesia, pelvic discomfort, pruritus generalised, urine flow decreased, vision blurred, the first episode of musculoskeletal discomfort, the first episode of myalgia, the first episode of pain in extremity, the second episode of musculoskeletal discomfort, the second episode of myalgia, the second episode of pain in extremity and the third episode of musculoskeletal discomfort to be related to essure. The reporter commented: this case was received from a patient via letter in which she holds bayer liable for the damage caused. She was examined by different specialists the last year, like the gynecologist, the urologist, radiologist, the physician for intestines and stomach and the internist. She suffers from complaints every day since the last 2 years. It was reported that she would have an intake consult with physician on (B)(6) 2018 (not reported if it indeed happened). The intake consult is meant to have the essure removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-feb-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.923 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 30-jan-2018: the event pain in eyes/eyelids was split for coding to eye pain and eyelid pain incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.